Event description:
A customer contacted beckman coulter (bec) to report that there was a fluid leak of unknown volume from the flowcell area of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer reported that the instrument was down and a backup instrument was being used for sample processing. The operator was wearing personal protective equipment (ppe) at the time of occurrence. It is unknown if the material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse indicated that he observed a leaking tube at flow cell. Flow cell tube had hole and he replaced bad tubing. The system performance was verified. Failure mode is related to the sample tubing connected to the flow cell. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).